Manufacturer narrative:
Device evaluated by MFR.: mustang 7.0 x 80, 75cm, batch# (B)(6), 20atm was received for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure for 30 seconds using digital timer without issue. A vacuum was then applied. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues with tip of this device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured.. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon ruptured during the first inflation at 20 atmospheres. It was further reported that the lesion was 70% stenosed and was moderately tortuous and moderately calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured.. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon ruptured during the first inflation at 20 atmospheres.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.